Event description:
Reporter stated the infusion device cycled through the quick bolus menu by itself and the buttons would not function. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).